Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2007224. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the tip of the syringe was observed broken. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and automatically rejects any product with signs of defect, such as broken tip. It is possible that the syringe tip broke as a consequence of imperceptible damage within the barrel at the moment of use or due to strong conditions during use. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. H3 other text : see h10.

Event description:
It was reported that syringe s2 10ml tip broke off. The following information was provided by the initial reporter: a hospital in las palmas de gran canarias has notified the mfb distributor that the tip of the syringe has been broken. The hospital user has reported that the tip of the disdcardit syringe has been broken in an operating room procedure. We are waiting for more information. Where did the incident occur? During use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10ml tip broke off. The following information was provided by the initial reporter: a hospital in (B)(6) has notified the mfb distributor that the tip of the syringe has been broken. The hospital user has reported that the tip of the disdcardit syringe has been broken in an operating room procedure. We are waiting for more information. Where did the incident occur? During use.